Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error e216 during receipt or unpacking of the device involving an olympus flex deflectable videoscope. There was no patient involvement reported.